Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was reported that the display was flashing, but the iabp operated normally. The fse found a loose connection on the video driver board. The fse then cleaned all video driver connections, and verified proper display function. The fse performed all functional, operational and electrical safety tests. The iabp passed all functional and safety tests per factory specifications, was returned to customer, and cleared for clinical use.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) monitor display was blank and flickering. The circumstances of this event are unknown, however, no patient involvement and no adverse event have been reported.